Manufacturer narrative:
Medwatch sent to FDA on 7/20/2016. Additional information: outcomes attributed to adverse events., describe event or problem.

Event description:
Further follow up with the injector indicated all symptoms related to the dermal filler injection have resolved, except for the ongoing "disease process" of sarcoidosis, which was determined to be a permanent condition by a healthcare professional.

Manufacturer narrative:
Medwatch sent to FDA on 11/25/2015. Concomitant therapies: "leviaphin". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "redness, a possible infection, and extreme swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with 2 syringes of juvederm voluma xc in the cheeks, the patient developed "redness and a possible infection" around the nose "a couple days" after injection. Healthcare professional also reported "extreme swelling down the mouth" that developed approximately 20 days after injection. Patient has been treated with keflex which resolved the "redness and possible infection." Patient visited the emergency room and was eventually admitted to the hospital. During the hospital stay, the patient was treated with "steroids and antibiotics" via IV and received a CT scan. Patient is currently receiving "several medications" via IV. The "extreme swelling" is still ongoing. During the diagnostic CT scan of the face to study the swelling, lung cancer was discovered. The injector believes the lung cancer is unrelated to the product. The injector also mentioned that they do not believe the rest of the events are related to the product, but did not provide a reason why. The patient was concomitantly injected with 1 syringe of juvederm ultra plus xc "around the nose" and was also taking estradiol, cymbalta, and "leviaphin." This is the same event and the same patient reported under MDR ID #3005113652-2015-00785 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with ¿edema¿ and ¿erythema¿ events reported for this batch. The sterilization cycle is registered as conform.

Event description:
Additional information from the injecting healthcare professional indicated all of the "records" that they have read on the patient are ¿still blaming filler reaction for ¿cellulitis¿.¿ patient¿s swelling is controlled as long as they take steroids. The injector does not feel any of the symptoms were a result of fillers which were done almost one month prior to facial swelling. The injector thinks the patient has sarcoidosis, but stated ¿it is far easier to blame it on fillers than to admit they were wrong and do a proper workup.¿ patient had a biopsy for the lung mass, but results are not complete yet.

Event description:
Further follow up with the injector indicated symptoms are still ongoing. Patient has been additionally treated with oral antifungals. Etiology was determined to be ¿fungal infection/sarcoidosis¿ by the hospital.